Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up emails to ensure that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the meter he had purchased had been previously used as it had already contained results; complaint was reported via e-mail. Customer stated that he had cleaned and sanitized the meter for use. Customer had inquired if there was a way to reset the meter to the "factory settings." No symptoms or medical attention associated with the use of the product was reported. Product information (meter serial number, test strip lot number) was not provided. Customer did not provide contact telephone number; manufacturer sent 2 follow-up e-mails in attempt to contact customer and obtain further information and provide assistance. No further information was able to be obtained.